Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient was implanted with a bioarc sling to treat her incontinence on (B)(6) 2012. The patient's incontinence originally improved. Then the patient's incontinence originally improved. Then the device appeared to "stop working" and her incontinence returned. The patient was then implanted with a monarc sling.